Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the distal tip was elongated and fractured. Visual and tactile inspection of the wire revealed the core wire was fractured approximately 259.6cm from the proximal end and kinked 257cm from the proximal end. Outer dimensions which were taken met specifications. Sem lab analysis of the fractured section concluded the fracture occurred due to a cyclic bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that there were 3 target lesions located in the lower sfa. The lesions had previously been stented with two stents implanted ''nose to nose'' on an unknown date. During initial flushing, the vessel was very slow to fill, but not completely occluded. An 0.035 non bsc guide wire was advanced, but was unable to cross the lesion. Another 0.035 non bsc guide wire, with a stiffer profile, was advanced and crossed the lesion with the aid of a long sheath and a guide catheter. The .018 platinum plus wire was then advanced to the sfa, not to the patient's ankle as previously reported. A 4x220x120 non bsc balloon was advanced for pre-dilation, not a 4x220x180 as previously reported. The balloon was inflated twice to 21atms for 2 minutes each time and ultimately ruptured. It was noted that the rated burst pressure for this balloon was 15atms. The second balloon was not advanced over the platinum plus guide wire as previously reported. The platinum plus was exchanged for a 0.018 v-18 guide wire and then a non bsc 6x120 balloon was advanced and inflated multiple times to dilate each of the lesions. The stiff 0.035 guide wire was then advanced and a 7x80x80 non bsc stent was deployed. Post-dilation was performed with a 5x80x110 / 035 non bsc balloon which was inflated twice to 22atms and also ruptured.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire coating was peeling and the tip fractured. The target lesion was located in the left superficial femoral artery (sfa). The vessel was approximately 4mm in diameter and appeared "quite calcified". An unspecified 0.035' guide wire was advanced, but was not able to cross the lesion. The .018' platinum plus guide wire was then advanced through the left (sfa) and the peroneal to the patient's ankle joint. A 4x220/180 non bsc balloon and a 6x150/120 non bsc balloon were each advanced over the wire for dilation. The platinum plus was then exchanged for a .035' guide wire to proceed with stenting. Upon removal, a kink was noted in the distal tip of the platinum plus. The physician felt the tip must have kinked when crossing calcification and the tip had caught in a side branch. As he was intending to re-insert the platinum plus guide wire, he attempted to straighten the kink. While doing so, the coating peeled off the distal 5cm of the device and there appeared to be a fracture as the shape was "very distorted". The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was further reported that there were 3 target lesions located in the lower sfa. The lesions had previously been stented with two stents implanted "nose to nose" on an unknown date. During initial flushing, the vessel was very slow to fill, but not completely occluded. An 0.035" non bsc guide wire was advanced, but was unable to cross the lesion. Another 0.035" non bsc guide wire, with a stiffer profile, was advanced and crossed the lesion with the aid of a long sheath and a guide catheter. The .018" platinum plus wire was then advanced to the sfa, not to the patient's ankle as previously reported. A 4x220x120 non bsc balloon was advanced for pre-dilation, not a 4x220x180 as previously reported. The balloon was inflated twice to 21atms for 2 minutes each time and ultimately ruptured. It was noted that the rated burst pressure for this balloon was 15atms. The second balloon was not advanced over the platinum plus guide wire as previously reported. The platinum plus was exchanged for a 0.018" v-18 guide wire and then a non bsc 6x120 balloon was advanced and inflated multiple times to dilate each of the lesions. The stiff 0.035" guide wire was then advanced and a 7x80x80 non bsc stent was deployed. Post-dilation was performed with a 5x80x110 / 035 non bsc balloon which was inflated twice to 22atms and also ruptured.